Manufacturer narrative:
The device was received for evaluation. During functional testing, a downstream occlusion alarm was not reproduced. Evaluation inspected the device and found that the device was able to detect downstream occlusions as intended. A review of the event history log revealed multiple "downstream occlusion!" Alarms, however the log cannot be used to determine if the alarms occurred within appropriate pressure ranges. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Upon further inspection, evaluation found that the downstream tubing guide was out of specification. The reported condition was verified. The cause of the condition was determined to be the downstream tubing guide was out of specification. The downstream tubing guide requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.